Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and diaphragmatic pain. Five days after onset of the peritonitis, the patient was hospitalized for the peritonitis event. The same day as diagnosis, the patient was treated with intraperitoneal vancomycin (dose and frequency not reported). On an unknown date during hospitalization, the patient was treated with unknown antibiotics. It was reported the vancomycin was discontinued on an unreported date during hospitalization. On an unknown date during hospitalization, the patient's pd catheter was removed and hemodialysis was started. The patient was discharged four days after admission. At the time of this report the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.